Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing weakness and complained the device was not working right. Presenting rhythm shows frequent atrial and ventricular ectopic beats. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.